Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the liver. A 200 cm x 10 cm gw fathom periph guidewire was selected for use. During the procedure, resistance was encountered while advancing the guidewire, and it became severely stretched upon withdrawal. The tip of the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.